Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported events of packaging seal compromised, device shipping damage or problem, and device damaged/defective could not be confirmed. Analysis of the returned device revealed no visual or functional problems. The packaging was not returned, and the investigation findings do not lead to a clear conclusion about the cause of the reported events. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: upon receipt at boston scientific's post market laboratory, the dynamic xt electrode catheter was visually inspected, and no visible problems were found. Functional testing revealed that the catheter's functional mechanism worked properly, and no abnormal resistance was felt when actuating the device. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the dynamic xt electrode catheter risk documentation was completed and confirmed that the events of packaging seal compromised, device shipping damage or problem, and device damaged/defective were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific investigation findings do not provide a definitive conclusion regarding the cause of the reported events, as the packaging was not returned and the investigation findings do not lead to a clear conclusion about the cause of the reported events.

Event description:
It was reported that after unpacking the catheter it was observed that the curve was damaged. The exterior packaging was creased at the bottom, and the sterile seal was compromised. During preparation for a pulmonary ventricular isolation (pvi) procedure, a dynamic xt electrode catheter was selected for use. Upon unpacking the catheter, it was observed that the curve was damaged. It was noted that the packaging was creased at the bottom and the sterile packaging was compromised. The device was replaced, and the procedure was successfully completed with no patient complications.